Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: the pump powered on to the "verify" screen. A review of the pump history showed no warnings or alarms related to the complaint. The battery compartment was found to be intact with no damage. There was evidence of moisture contamination on underside of the battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed during evaluation. Testing revealed that current draws were not within specifications; the back of the pump was warm to touch due to high current draws. A leak test was performed successfully with no leaks were detected. The pump case was removed and there was evidence of moisture contamination identified in the pump and on the transceiver board. The transceiver board was disconnected and current levels and temperature returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature issue. The pump was hot to the touch; in addition, moisture was noted behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.